Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient received a ¿critically low¿ alert on her cgm device. The patient did not have a bg meter at home and was not able to do a comparison. Therefore, the patient¿s spouse took her to the hospital. At the hospital, the patient¿s bg meter reading was 600 mg/dl. No cgm comparison value provided at this time. The patient was treated with IV insulin and recovered after treatment. It is unclear how long the patient was in the hospital for treatment. No patient symptoms were reported. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.